Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of damaged knife that has no relationship to the reported incident.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colon. The black knob was turned to two and a half times to release the anvil. It did not click. The user kept rotating the knob until the stapler was all the way open and the anvil detached from the stapler. It was retrieved by hand. The anastomosis was oversewn. No patient injury or extension in surgical time. Patient status is alive, no injury.